Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. The displacement, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to button error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 329 mg/dl; treated with manual injection. She stated that the device was not exposed to moisture and was unsure if a button was pressed for 3 minutes or longer. The device was returned for analysis.